Event description:
It was reported to medtronic minimed that the customer's pump was not working, and received a refurbished pump. Also the customer received a loss of communication between the insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self test, sleep current measurement, active current measurment, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No unexpected alarms noted during testing. Pump successfully downloaded traces and history files using thump. Pump properly paired guardian link 3 transmitter. Linked with a test green plug sensor successful. No communication anomaly noted. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 near the lcd screen, pcba 2 j1 connector and motor. Test p-cap locks properly into place. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked case. No device problem found during full functional testing. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.